Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was scratched. The lens was implanted then explanted. The surgery was completed with replacement lens during initial procedure. There are two medical device reports associated with this file. This report is associated with the 1 of 2 files. Additional information has been received that there was no patient harm.

Manufacturer narrative:
Additional information provided in d.9. , d.10. , h.3. , h.6. And h.11. The used company cartridge was not returned. Three unopened company cartridge pouches were returned for lot. The cartridges were evaluated through the pouch an are all cavity 173. The three returned company cartridges were opened for dye stain evaluation. The cartridges were numbered 1-3 for evaluation purposes. Top coat dye stain testing was conducted with acceptable result for the presence of top coat. Uncoated areas were observed on the sides of the nozzles. The lens was returned. Viscoelastic was dried on the lens. The optic edge was broken with a portion removed, not returned. The optic has been cut from the edge to the center. The optic had a light stutter scratch on the posterior surface. The optic had other cracked areas which appeared to have been caused by an instrument used to grasp the lens, possibly during removal. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The returned unopened company cartridges for this complaint were observed to be molded using the cavity 173 mold tooling at the vendor. Upon evaluation of the samples, the cartridges were observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. This mold attribute was discovered during an internal review, and all product manufactured with cavity 173 company cartridges were placed on hold as part of that investigation. However, a cavity mix occurred at the supplier, resulting in cavity 173 cartridges being inadvertently released within a cavity 175 batch. The manufacturer internal reference number is: (B)(4).